Manufacturer narrative:
It was reported that the hi-lo function of the bed will not raise when a patient or pressure is applied to the unit, as though they can hear the motor working when engaged, it sounds like it is struggling to function under pressure. Customer stated that the unit works fine when no patient or external pressure is applied to the bed. Customer also stated that when attempting to engage the hi-lo with a patient on the bed the led lights on the pendant would independently turn off. Customer confirmed that the lock function is not engaged at any time and that all other motors function normally. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
When someone is on the bed, the bed will not raise and will raise when no one is on the bed. Customer states when someone is on the bed and attempting to raise, the pendant lights will turn off.